Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead revision was completed and the lead remains in use.

Manufacturer narrative:
Concomitant medical products: w4tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead impedance warning. An in-office device check was performed and loss of capture at the maximum output was identified. The lead was programmed off and will be revised. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.